Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found inside the pump. Unable to perform the operating currents testing or verify the battery out limit alarm due to the unresponsive buttons. No blank display was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
Customer's mother reported via phone, she believes the insulin pump was exposed to water. The device had a blank display and when she inserted a new battery, it alarmed button error. None of the buttons were responding they seemed stuck. She then inserted another new battery, different brand, and the device alarmed battery out limit. Customer has been reverted to a backup plan. Customer's mother didn't know the customer's blood glucose level at the time of the incident. Customer's mother stated the customer was working so he removed the device and put on the ide then later it rained. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.